Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . Conclusion summary: on (B)(6) 2017, it was reported that the device inflated without being touched by the staff. The tourniquet was in place on the patient. The customer returned an a.t.s. 2200ts tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated a.t.s. 2200ts tourniquet serial number (B)(4) as documented in the vdoc service portal. Initial qa inspection of the a.t.s. 2200ts tourniquet by medicrea on october 6, 2017 revealed that after performing different tests, it was noted that the screen appears to work properly. However, the leak test failed on the main cuff. The service technician stated to pay attention to the distance of the tourniquet with radio frequency sources and to see the user manual for recommendations. Repair of the a.t.s. 2200ts tourniquet was performed by medicrea on october 17, 2017 which included remedying the leak and calibration of the pressure sensors. A.t.s. 2200ts tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the initial inspection it was noted that the screen appears to work properly. However, the leak test failed on the main cuff. The service technician stated to pay attention to the distance of the tourniquet with radio frequency sources and to see the user manual for recommendations. The reported event was non-verifiable since during the initial inspection it was noted that the screen appears to work properly. However, the leak test failed on the main cuff. The service technician stated to pay attention to the distance of the tourniquet with radio frequency sources and to see the user manual for recommendations. The a.t.s. 2200ts devices are subject to this type of behavior when placed too close to electromagnetic interference (emi) emitting device. CAPA (B)(4) was initiated to further investigate and address the spontaneous inflation issue with the a.t.s 2200 tourniquet system. The root cause of the reported event was due to radio frequency interference. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 2200ts tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
The customer reported a tourniquet issue, but did not specify the problem. The reported issue occurred before surgery. Per the service portal, it was reported that the device inflated without being touched by the staff. The tourniquet was in place on the patient. Initial inspection revealed that device failed the leak test.